Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving bupivacaine (6 mg/ml at 1.249 mg/day) and morphine (12000 mcg/ml at 2498 mcg/day) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 a suspected pump flip was reported. The rep reported that imaging and possibly a dye study would be done on (B)(6) 2016 to determine if the pump is flipped. The patient had experienced a lack of efficacy since (B)(6) 2016. Additional information was reported by the rep on (B)(6) 2016. The patient had experienced increased pain since (B)(6) 2016. It was reported that imaging showed that the pump was not flipped, but the catheter was twisted. It was noted that a catheter revision occurred on (B)(6) 2016 and it was determined that the catheter had kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.